Event description:
It was reported to vyaire medical that the boxed pat circuit assy,3100a,fltrd,850l is extremely pliable and bendy which has implications with flow on the oscillator and often stops the oscillator. It happened during use, and the patient became bradycardic and had to be manually ventilated. Tubing needed to be put back on/replaced and secured with a tape.

Manufacturer narrative:
The customer sent a picture for evaluation however, the reported issue if the tube or component were soft or malleable was not confirmed. A sample is needed to perform a better investigation looking for any issue with the resin. Therefore the root cause was not determined. In addition pfmea 10a was reviewed and we have controls for this kind of issue. The issue occurred with three patients. Please refer to (B)(4) for the other two patients. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.